Manufacturer narrative:
Device is a combination product. If implanted, give date: (B)(6) 2006. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-00498. It was reported by the patient that the patient underwent a reintervention. The patient states she had two taxus express2 stents placed in (B)(6) 2006. In (B)(6) 2009, the patient reports that a third promus stent was placed to "redo" the previously placed stents. The patient also reports feeling chest pressure and tightness in the middle of her upper chest. Additional information has been requested and is not available.